Manufacturer narrative:
In response to FDA report number: mw5111241. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported via regulatory agency left side "my implants that were recalled...I still have them in because I'm too scared to have them removed", "had ruptured", my boobs hurt", "have an upper abdominal red itchy rash", "hot to touch", and "slightly bruised." Device remains implanted.

Event description:
Patient reported via regulatory agency left side "my implants that were recalled...I still have them in because I'm too scared to have them removed", "had ruptured", my boobs hurt", "have an upper abdominal red itchy rash", "hot to touch", and "slightly bruised." Device remains implanted.